Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0480, awareness date 14-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert ) in (B)(6) 2012. Consumer reported: I was implanted with the essure in (B)(6) 2012 also having the novasure ablation done as well. In (B)(6) of 2012 I started having severe cramp, heavy bleeding with clots, bloating, and severe headaches. I went back to my physician and he confirmed that it was not the essure that was causing it. I started having multiple (over 50+) ER (emergency rooms) visits. During those visits I was told I had severe intestinal inflammation with no known cause. For years this went on. After 3 years of debilitating pain, vomiting, nausea, headaches, bloating, multiple different drugs numerous hospital stays, I went back to my physician and was told the same thing: its not essure. I was given pain medications and birth control pills to help control the bleeding that I had for 3 years straight. I was just about to give up. In (B)(6) of 2014 I found a fabulous physician that listened to me and agreed that I needed to have them removed. In (B)(6) 2015 I had a vaginal hysterectomy to remove my tubes, uterus and cervix. I was sure that I would be normal again because for the past 3 years all I have had is down time. Well, the end of (B)(6) I started having abdominal pain again. I had an x-ray done and it showed that a coil was left behind because it had ruptured out of my tube and in to my bowel. Second coil removal surgery was in (B)(6) 2015. I was really hoping that it would fix my problems. Well, in (B)(6) of 2015 I had my worst attack ever in my intestines. I had to have emergency surgery to remove 20 in of my intestines and to fix a fistula between my bowel and my vaginal canal. During that month long hospital stay I got a diagnoses of crohn's disease. Before essure I was completely healthy. Since having essure implanted I now have serious health issues and auto-immune disorders. Company causality comment: this non-medically confirmed, spontaneous case report, refers to a female consumer who had debilitating pain and heavy bleeding with clots after essure (fallopian tube occlusion insert) insertion. She requested devices removal; after a hysterosalpingectomy her pain persisted and an x-ray showed a coil was left behind (it had ruptured out of her tube and into her bowel). She was submitted to another surgery to remove the coil. Later, the consumer was hospitalized and diagnosed with chron's disease. Only chron's disease is unlisted in essure's reference safety information. After essure insertion abnormal genital bleeding and abdominal, pelvic or uncharacterized pain may occur. In this case, the consumer reported an endometrial ablation (novasure) was performed on the same day of essure placement; this might suggest an underlying condition (such as chronic menorrhagia) which could be an alternative explanation for her bleeding. Regarding her pain, she was diagnosed with chron's disease, a condition that can lead to abdominal pain. Nevertheless, considering events nature and the positive temporal relationship with insertion (started 1 month after the procedure), a contributory role of essure cannot be excluded. For the perforation mentioned by the consumer (essure ruptured out her tube into her bowel); the perforation of the uterus, fallopian tubes and internal bodily structures may occur during essure therapy due to insert migration or during insertion procedure. Although the exact mechanism of this event was not known, given the above mention information, causality with essure cannot be excluded. Chron's disease was considered as unrelated to essure due to the local action of the devices in fallopian tubes and given event's pathophysiology. Other non-serious events were reported. This case was considered incident, since devices removal was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result was provided on 09-sep-2015. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report, refers to a female consumer who had debilitating pain and heavy bleeding with clots after essure insertion. She requested devices removal; after a hysterosalpingectomy her pain persisted and an x-ray showed a coil was left behind (it had ruptured out of her tube and into her bowel). She was submitted to another surgery to remove the coil. Later, the consumer was hospitalized and diagnosed with chron's disease. Only chron disease is unlisted in essure's reference safety information. After essure insertion abnormal genital bleeding and abdominal, pelvic or uncharacterized pain may occur. In this case, the consumer reported an endometrial ablation (novasure) was performed on the same day of essure placement; this might suggest an underlying condition (such as chronic menorrhagia) which could be an alternative explanation for her bleeding. Regarding her pain, she was diagnosed with chron's disease, a condition that can lead to abdominal pain. Nevertheless, considering events nature and the positive temporal relationship with insertion (started 1 month after the procedure), a contributory role of essure cannot be excluded. For the perforation mentioned by the consumer (essure ruptured out her tube into her bowel); the perforation of the uterus, fallopian tubes and internal bodily structures may occur during essure therapy due to insert migration or during insertion procedure. Although the exact mechanism of this event was not known, given the above mention information, causality with essure cannot be excluded. Chron's disease was considered as unrelated to essure due to the local action of the devices in fallopian tubes and given event's pathophysiology. Other non-serious events were reported. This case was considered incident, since devices removal was required. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.